Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: on (B)(6) 2011 - inratio: 2.7. On (B)(6) 2011 - uncontrollable nosebleed that took 2 hrs to control. On (B)(6) 2011 - another nosebleed incident. On(B)(6) 2011 - pt woke up with blood all over her pillowcase and nightgown; went to the ER where her inr: 4.4. On (B)(6) 2011 - after undergoing dialysis, pt had another nosebleed. Went to her primary care doctor where they tested on a different meter inr: 4.1. Doctor sent her to the hospital where her inr: 3.6. She was discharged from hospital a few hrs later. When they got home, pts husband was going to check her insulin level, so he decided to check her inr again; inratio: 1.4. Pt self testers last coumadin dose was on (B)(6) 2011 and she has been taking vitamin k pills since.

Manufacturer narrative:
Investigation pending.